Event description:
On 24/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) is suspected of having peritonitis. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2024, and the patient¿s vancomycin was discontinued. The patient is recovering from the serious adverse events and continues to utilize the same liberty select cycler without reported issue. The pdrn stated the cause of the peritonitis is unknown, however the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.